Event description:
The international customer reported the ventilator would not operate on ac power. The ventilator was not in use on a pt and therefore there was no pt involvement or harm. The customer replaced the power supply to correct the problem. Testing of the power supply by the MFR found that arcing on the snubber pcb board caused a short which resulted in an open fuse and loss of electrons through the board. This finding was made at the time of failure analysis, and not initially reported by the customer at time of device failure. This type of failure may contribute to a vent inop condition. Vent inop, when in use, will stop providing ventilatory support to the pt.